Event description:
Called to bedside by nurse due to peripherally inserted central catheter (PICC) broken apart and not repairable. Broken at leur lock hub. Dressing last changed 1 day prior. Now noted to have edges of dressing loose and approximately 5 cm of catheter noted to be outside of sterile dressing with remaining 20 cm of catheter intact when discontinued. Notified nurse practitioner. Only needs 3 more days of antibiotics, so placed peripheral intravenous line (piv). Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. There were no similar complaints found in the lot. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided that supported the alleged complaint. Without such evidence, a thorough investigation is not possible. Therefore, this complaint could not be confirmed. Establishing a root cause and an appropriate corrective action for the reported issue is not possible without the sample or visual evidence to review.